Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
It was reported that the customer had difficulties while filling the cannula. It was stated that the numbers did not display and the motor did not slowed down. No further info was provided.